Event description:
Reportedly, after the instrument was fired, the shaft was rotated two full turns and the tilt top did not flip down. The surgeon was able to remove the instrument. The staple formation was correct and there were two full 'donuts'. No pt injury.